Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Introducer - difficult/unable to insert: could not be definitively determined as limited clinical details were provided and no product was returned for evaluation. Device history review: the device passed all the post sterile inspection checks.

Event description:
It was reported that a patient on intra-aortic balloon pump (iabp) and was being escalated to impella cp for a high-risk percutaneous coronary intervention. It was reported that iabp was removed at beginning of case and iabp site was used for impella insertion. However, it was reported that a prior hematoma was noted prior to insertion and complications inserting impella 14fr peel-away. No intervention was necessary. Hematoma does not appear to be growing and patient is stable at this time. The 14fr peel away inserted and high-risk percutaneous coronary intervention was completed. It was also noted that the introducer was left in place due to hematoma at site prior to impella peel-away inserted and physician request to leave in place to attempt to control bleeding at the site. The impella was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.